Event description:
Information received suggests that patient underwent a revision hip arthroplasty due to wear, osteolysis, loose acetabular cup and infection. Review of invoice history revealed that patient underwent total hip arthroplasty on (B)(6) 2008 and a revision hip arthroplasty procedure on (B)(6) 2009 to exchange the modular head for an unknown reason. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, the device could not be removed from the anatomy. A cut down procedure was used to successfully remove the device and although the clip was successfully deployed, manual compression was performed for a short time. There was no adverse pt sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed and all external observations of the device handle, undamaged fully slit sheath, and clip delivery tube were normal for a fully clip deployed device. The vessel locator was retracted into the distal end of the delivery tube and presented damaged vessel locator wings (vlw). All internal handle parts were undamaged and in their proper post clip deployed positions. There was no detected obstruction to prevent the operation of the access port mechanism. Examination of the vessel locator indicated an intact pusher body joint with three broken vlw and one bent locator vlw. All broken wing material was returned and all wing attachment points were secure. A possible though unconfirmed cause for the damaged wings may have been related to the operational context in the use of the device, either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tubeset through a tight tissue tract, possibly from an insufficient nick and spread. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body such as scar tissue or calcification may prevent correct locator wing retraction and may have been encountered. It was stated in the reported event that the patient had several catheter procedures and there was a little scar tissue present which may have likely contributed to the event. The reported toggling of the plunger to retract the thumb advancer and non-use of the access port retraction mechanism is incorrect operation of the device in the event of a stuck or difficult to remove device. The plunger will not unlock the thumb advancer to facilitate thumb advancer retraction and device removal. There were no other observations of the device noted during the investigation. Based on the investigation findings, the likely root cause for the event is related to the operational context in which the device was used, both, anatomical and procedural. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.